Manufacturer narrative:
(Eval method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note the indicated importer has received FDA exemption number, (B)(4) to submit one FDA form 3500a to satisfy both the importer (B)(4) and manufacturer (B)(4) for the same event.

Event description:
During a pt's x-ray cardiovascular procedure, one of the hospital staff was moving the device's monitor suspension when it suddenly fell from its ceiling mount. The staff member tried to slow the monitor's fall. The monitor bolts connecting the adjustable vertical column to the connection piece pulled out of their threads allowing the column and monitor assembly to fall. Aluminum shavings were scattered on the pt requiring redraping of the sterile drape. The monitors did not hit the floor but remained supported by the cable drape. The staff member and pt were not injured in this event.